Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -5.00/0.50/122 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. Low vault was observed. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Weight: unk. Ethnicity:unk. Race: unk. Investigation type 4110: lens work order search: no similar complaint event(s) within associated lots were found. Claim #: (B)(4).

Manufacturer narrative:
B5 - reportedly, problem resolved. Lens still remains in the eye, ucva is very good. No further response from customer and patient. Claim# (B)(4).